Event description:
The ent physician's office indicated that they would not release information without a signed records release from the patient.

Manufacturer narrative:
.

Event description:
A patient implanted with the vns was diagnosed with breast cancer unrelated to their vns device. They had their vns explanted for treatment of that. Since explant they have noted significant hoarseness, coughing and choking during conversation. The relationship to their explant verses intubation is not known at this time. The patient's surgeons office reported that they are going to monitor the patient over the next 4 months. The patient was diagnosed with left vocal cord paralysis and starting to form a right contact ulcer of their chord from coughing and reflux. Their reflux is not vns related but from their coughing. The patient has distinct dystonia at the end of day and can barely talk related to their vocal chord issue. The patient is going to be monitored by an ear nose and throat physician.